Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy at the time of the call, but stated that the healthcare provider would be contacted. Customer¿s blood glucose level ranged from 241-242 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.